Manufacturer narrative:
(B)(4). Correction date of event: 2018. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "contra-lateral side rupture".

Event description:
Patient initially reported no complaint against left side. Healthcare professional reported "silicone leak". The device has been replaced and discarded.